Event description:
Medtronic received information that one year following the implant of this transcatheter pulmonary bioprosthetic valve, at the one-year post-operative follow up appointment, an echocardiogram showed an increase in the mean right ventricular outflow tract gradient of 24 mm hg and mild right ventricle (rv) dysfunction. Approximately two years at the two-year post-operative follow up appointment, the patient reported a declining exertional tolerance with fatigue, an increased difficulty going up and down stairs, and palpitations over the previous three months. Ambulatory monitoring showed rare premature atrial contractions and premature ventricular contractions with one short run to atrial tachycardia. Further evaluation was performed using cardiac magnetic resonance imaging (MRI) which showed a right ventricle ejection fraction of 26%. A course of anticoagulation medication was initiated, but the valve performance did not improve. Subsequently, a diagnostic cardiac catheterization was scheduled; a post-implant balloon aortic valvuloplasty or a second valve may be implanted, valve-in-valve. Of note: the baseline electrocardiogram showed sinus rhythm with right bundle branch block; no other arrhythmia was observed. No additional adverse patient effects were reported. Medtronic received information that following the implant of this transcatheter bioprosthetic pulmonary valve, the patient experienced chest discomfort. Treatment was not reported. The chest discomfort resolved subsequently within the first few weeks following the valve implant. As reported, in early follow-up an echocardiogram was performed which noted normal valve function with a mean gradient of 15 millimeters of mercury (mmhg) an no pulmonary regurgitation. The right ventricle size appeared improved somewhat with normal biventricular function and trace tricuspid regurgitation. No additional adverse patient effects were reported at that time. Approximately 6 months following the valve implant an echocardiogram and magnetic resonance imaging (MRI) were performed which noted a normal functioning and well seated transcatheter valve with trace pulmonary insufficiency and a mean gradient of 14 millimeters of mercury (mmhg), mildly depressed right ventricular (rv) function, rv ejection fraction (rvef) of 35% with mild persistent rv enlargement (rvedvi approximately 114 ml/m2), normal left ventricular (lv) function, a left ventricular ejection fraction (lvef) of 56% and mild tricuspid regurgitation. The peak gradient was 28mmhg with trace pulmonic insufficiency. Mildly enlarged right ventricle (rvedv 305 ml, rvedvi 114 ml/m2). Moderately reduced rv systolic function of 35%, global rv hypokinesis, and mild to moderately increased right ventricular wall thickness. Flattening of the interventricular septum was consistent with rv pressure and volume overload. The main pulmonary artery was enlarged. Normal lv size, function, wall motion and wall mass noted. Moderate right atrial enlargement and a mild enlarged ascending aorta. At approximately one year following the pulmonary transcatheter valve the patient was feeling well. An echocardiogram at that time also noted mild rv dysfunction. Additionally, at the 2-year follow-up, ambulatory monitoring also detected nine episodes of sinus tachycardia with premature atrial and premature ventricular contractions. The patient had not been working out and did not exert self to a ¿very¿ substantial degree. A 2/6 systolic murmur was noted over the left sternal border (lsb). The electrocardiogram (ECG) identified right bundle branch block (rbbb), left anterior fascicular block (lafb), and a qrs duration of 176 milliseconds. The current echocardiogram noted a mean gradient of 27mmhg. There was no pulmonary regurgitation. The right ventricle appeared at least mildly if not moderately depressed. The lv size and function were normal as were the rest of the cardiac valves. In comparison to the echo prior to the transcatheter pulmonary valve, the rv function had declined. An MRI performed at this time indicated worsening rv function, hypertrophied and mildly dilated rv with a moderately reduced systolic function; an rvef of 26%. A maximum gradient of 44 mmhg, pulmonary stenosis, and trace pulmonic regurgitation of 7% were also identified. As reported, the patient¿s symptoms appeared to correlate to the rv function. The rvot gradients appeared relatively stable. A normal lv size and an lvef of 49%; considered mildly reduced. A cardio-pulmonary exercise test (cpet) was considered but was not performed. Despite anticoagulation treatment, the patient remained symptomatic. No additional adverse patient effects were reported. Additional information was received that following the implant of the valve, chest pain was treated post procedure with intravenous therapy (IV) morphine, dilaudid and oxycodone. Subject was discharged home with acetaminophen and oxycodone for pain relief. The chest pain continued until the 30-day follow-up appointment where it was noted that it was gradually improving and steadily resolving. The chest pain was noted to be resolved. A ¿minor¿ stentfracture was identified at the 30-day follow-up appointment. The single fracture ¿ type I was adjacent to the lap weld on row 6 and was present at the leftward perimeter of the stent. It was reported that there was no loss of stent integrity. No treatment was provided for the stent fracture. Two years, four months following the implant of this transcatheter bioprosthetic valve, the valve frame 'collapsed'. The event was considered non-serious; however, no further information was provided. No adverse patient effects were reported. Additional information was received that per the physician, there were no contributions or abnormalities of the patient's anatomy that contributed to the valve frame anomaly. The screening report was carefully assessed and the patient was felt to be a good anatomic candidate. There was no concern for potential frame distortion based on the screening assessment. Per the physician, serial fluoroscopy and MRI evaluation demonstrated a change in the frame angle; this suggests there was some compression of the valve frame that evolved over time. There was no angiographic evidence of valve frame compression at the time of implant. The follow up MRI demonstrates a layer of tissue between the valve frame and the right ventricular outflow tract (rvot) vessel wall. This was likely organized clot and fibrin deposition. It was unclear if the contractile force of this layer of tissue was adequate to cause external valve housing compression. Per the physician, there was no infold and there did not appear to be a frame expansion issue. It was noted that during implant, the inferior aspect of rows 1 and 2, along the inner curvature of the rvot, appeared constrained at the time of val ve release. However, the valve housing appeared well expanded and there was not a significant gradient measured at the conclusion of the initial implant. The appearance of the valve frame was not considered to be an infold; the transition angle between rows 2 and 3 and rows 4 and 5 were noticeably more acute on follow up fluoroscopy and at the time of valve-in-valve (viv) replacement. It was further reported, the valve frame was not under expanded at the time of implant; however, the frame became constricted over time which resulted in a mean gradient of 36 mm hg at catheterization prior to viv replacement. Following implant of the non-medtronic valve, the immediate post-implant mean gradient was 9 mm hg. The physician reported mild paravalvular leak (pvl) was observed on angiogram immediately following valve implant, but it was not related to the under expansion of the valve frame. The medtronic transcatheter pulmonary bioprosthetic valve was assessed hemodynamically and as a result of the stenosis, it was elected to perform a valvuloplasty. The valvuloplasty did not adequately improve the stenosis. Next, a bare metal stent was placed over the valve. After the stent was placed, a 29mm non-medtronic valve was deployed within the medtronic valve and stent. Repeat hemodynamic assessments showed near complete relief of the rvot obstruction with no vascular injury observed and a competent valve with trace pulmonary regurgitation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6: annex b, annex c, annex d images were submitted to medtronic for review. The image review concluded, on both the echocardiogram and magnetic resonance imaging (MRI) that the level of turbulent flow appeared to begin at the proximal valve housing. No obvious deformation of the proximal device was identified with the limited images that were available. The MRI suggested that the valve housing measured small throughout, at approximately 16-19 millimeter (mm). The valve remained implanted, so no product analysis was able to be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year following the implant of this transcatheter pulmonary bioprosthetic valve, at the one-year post-operative follow up appointment, an echocardiogram showed an increase in the mean right ventricular outflow tract gradient of 24 mm hg and mild right ventricle (rv) dysfunction. Approximately two years at the two-year post-operative follow up appointment, the patient reported a declining exertional tolerance with fatigue, an increased difficulty going up and down stairs, and palpitations over the previous three months. Ambulatory monitoring showed rare premature atrial contractions and premature ventricular contractions with one short run to atrial tachycardia. Further evaluation was performed using cardiac magnetic resonance imaging which showed a right ventricle ejection fraction of 26%. A course of anticoagulation medication was initiated, but the valve performance did not improve. Subsequently, a diagnostic cardiac catheterization was scheduled; a post-implant balloon aortic valvuloplasty or a second valve may be implanted, valve-in-valve. Of note: the baseline electrocardiogram showed sinus rhythm with right bundle branch block; no other arrhythmia was observed. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that following the implant of the valve, chest pain was treated post procedure with intravenous therapy (IV) morphine, dilaudid and oxycodone. Subject was discharged home with acetaminophen and oxycodone for pain relief. The chest pain continued until the 30-day follow-up appointment where it was noted that it was gradually improving and steadily resolving. The chest pain was noted to be resolved. A ¿minor¿ stent fracture was identified at the 30-day follow-up appointment. The single fracture ¿ type I was adjacent to the lap weld on row 6 and was present at the leftward perimeter of the stent. It was reported that there was no loss of stent integrity. No treatment was provided for the stent fracture. Two years, four months following the implant of this transcatheter bioprosthetic valve, the valve frame 'collapsed'. The event was considered non-serious; however, no further information was provided. No adverse patient effects were reported.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic pulmonary valve, the patient experienced chest discomfort. Treatment was not reported. The chest discomfort resolved subsequently within the first few weeks following the valve implant. As reported, in early follow-up an echocardiogram was performed which noted normal valve function with a mean gradient of 15 millimeters of mercury (mmhg) an no pulmonary regurgitation. The right ventricle size appeared improved somewhat with normal biventricular function and trace tricuspid regurgitation. No additional adverse patient effects were reported at that time. Approximately 6 months following the valve implant an echocardiogram and magnetic resonance imaging (MRI) were performed which noted a normal functioning and well seated transcatheter valve with trace pulmonary insufficiency and a mean gradient of 14 millimeters of mercury (mmhg), mildly depressed right ventricular (rv) function, rv ejection fraction (rvef) of 35% with mild persistent rv enlargement (rvedvi approximately 114 ml/m2), normal left ventricular (lv) function, a left ventricular ejection fraction (lvef) of 56% and mild tricuspid regurgitation. The peak gradient was 28mmhg with trace pulmonic insufficiency. Mildly enlarged right ventricle (rvedv 305 ml, rvedvi 114 ml/m2). Moderately reduced rv systolic function of 35%, global rv hypokinesis, and mild to moderately increased right ventricular wall thickness. Flattening of the interventricular septum was consistent with rv pressure and volume overload. The main pulmonary artery was enlarged. Normal lv size, function, wall motion and wall mass noted. Moderate right atrial enlargement and a mild enlarged ascending aorta. At approximately one year following the pulmonary transcatheter valve the patient was feeling well. An echocardiogram at that time also noted mild rv dysfunction. Additionally, at the 2-year follow-up, ambulatory monitoring also detected nine episodes of sinus tachycardia with premature atrial and premature ventricular contractions. The patient had not been working out and did not exert self to a ¿very¿ substantial degree. A 2/6 systolic murmur was noted over the left sternal border (lsb). The electrocardiogram (ECG) identified right bundle branch block (rbbb), left anterior fascicular block (lafb), and a qrs duration of 176 milliseconds. The current echocardiogram noted a mean gradient of 27mmhg. There was no pulmonary regurgitation. The right ventricle appeared at least mildly if not moderately depressed. The lv size and function were normal as were the rest of the cardiac valves. In comparison to the echo prior to the transcatheter pulmonary valve, the rv function had declined. An MRI performed at this time indicated worsening rv function, hypertrophied and mildly dilated rv with a moderately reduced systolic function; an rvef of 26%. A maximum gradient of 44 mmhg, pulmonary stenosis, and trace pulmonic regurgitation of 7% were also identified. As reported, the patient¿s symptoms appeared to correlate to the rv function. The rvot gradients appeared relatively stable. A normal lv size and an lvef of 49%; considered mildly reduced. A cardio-pulmonary exercise test (cpet) was considered but was not performed. Despite anticoagulation treatment, the patient remained symptomatic. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received pertaining to the valve fracture previously reported to have been identified at approximately the 2 years and 4 months timeframe following the transcatheter pulmonary valve implant. This fracture was reported as a distortion of the valve housing in which the distortion was more pronounced of inflow and outflow segments.

Manufacturer narrative:
Updated data: b5, b7, d4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.